Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: carto 3 system; model #: m-4800-01; serial #:(B)(4). Smart touch bidirectional catheter; model #: d-1327-05-s; lot #: 1725874m. Soundstar eco catheter; model #:m-5723-17; lot #:e8006444. Webster coronary sinus with auto ID catheter; model #: d-1353-04-s; lot #: 17248297m. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter and suffered a thrombosis during the procedure. The patient's medical history is unknown. There was a clot noticed on the tip of the 8.5f agilis sheath in the left atrium during the procedure. A flush was attached to the flush port of the sheath. This sheath had the lasso navigational variable eco catheter in it. This issue occurred prior to any ablations and only the cartosound mapping had been completed. The ablation catheter was in patient but had not been utilized for mapping or ablation. There were no error messages. There were no issues related to the temperature or the flow on the catheter. They were using heparin 1:1 solution through the ablation catheter. The sheath and catheters were removed from the patient. The procedure was stopped. An angiogram of the patient's brain was performed while the patient was on the table looking for any thrombus. The patient was also assessed for any signs of stroke when the anesthesia was withdrawn. No thrombus or signs of stroke were identified. All tests were reported to be negative. There was no injury to the patient reported. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. A follow-up was made to request an update if the patient exhibited any neurological symptoms since the procedure was complete. A response was received stating from the physician that there was none known at this time.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter and suffered a thrombosis during the procedure. There was a clot noticed on the tip of the 8.5f agilis sheath in the left atrium during the procedure. A flush was attached to the flush port of the sheath. This sheath had the lasso navigational variable eco catheter in it. This issue occurred prior to any ablations and only the cartosound mapping had been completed. The ablation catheter was in patient but had not been utilized for mapping or ablation. There were no error messages. There were no issues related to the temperature or the flow on the catheter. The sheath and catheters were removed from the patient. The procedure was stopped. An angiogram of the patient¿s brain was performed while the patient was on the table looking for any thrombus. The patient was also assessed for any signs of stroke when the anesthesia was withdrawn. No thrombus or signs of stroke were identified. All tests were reported to be negative. There was no injury to the patient reported. There is no information about the hospitalization. The returned device was visually inspected upon receipt and it was found in normal conditions. No clot was observed during the inspection. Per the event reported. Deflection and contraction tests were performed and the catheter passed. The catheter was also evaluated for carto 3. Catheter was recognized by the system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the thrombosis remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage.